Event description:
A non-affiliated hospital reported a guidewire tip fragment had been removed from a patient who had undergone cardiac stent placement at our facility on (B)(6) 2016. The j-wire piece provided to our facility is frayed and unraveled to 32cm. The event was able to be easily replicated with a newly opened j-wire with slight tension on the j-wire tip.